Event description:
Fluids leaking at connection point.

Manufacturer narrative:
The customer contact reported that on 7/25 it was noted that lipids infusing through an extension set were leaking at the connection point of the syringe and tubing. Due to this, the infusion was stopped and new syringe of lipids was ordered. It was reported that the full dose of lipids was not able to be infused due to the reported incident. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.